Event description:
In this event it was reported by a patient with known chemical sensitivities, that one day after having a restoration placed using esthet-x, he experienced an itchy/scratchy throat and red corneas; no medical intervention was necessary. The patient also stated that a non-dentsply product named core paste was also used in this event.

Manufacturer narrative:
While it is unknown which esthet-x was used in this case or if it caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The patient refused to disclose the doctor's contact information. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.